Manufacturer narrative:
(B)(4). The reported field event of inappropriate shock was confirmed in the laboratory. Review of the stored egms noted delivery of inappropriate therapy due to oversensing of noise. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise. The device was explanted and replaced. The patient was in stable condition following the procedure.